Event description:
Per independent repair center statement the irc5po2v concentrator has low o2 or yellow light. The key failure was that the hose clamp on the manifold needed to be replaced. Other issues addressed were the inlet filter was dirty, the power switch had short circuited, and the zip tie on the manifold needed replacing.

Event description:
Per independent repair center statement the irc5po2v concentrator has low o2 or yellow light. The key failure was that the hose clamp on the manifold needed to be replaced. Other issues addressed were the inlet filter was dirty, the power switch had short circuited, and the zip tie on the manifold needed replacing.

Manufacturer narrative:
(B)(4) - this report is follow up 001 to complete the information.